Event description:
It was reported that the purewick urine collection system machine was not suctioning enough, the patient was waking up wet every single night and had to go to the hospital for a urinary tract infection (uti) because of the leaking. As per follow up on (B)(6) 2020, customer reported that the purewick urine collection system still have some leaking but believes it was due to the patient moving. As per follow up on (B)(6) 2021, customer provided serial number information (B)(6) and reported that the purewick urine collection system was still having some issues with the suction. Per troubleshooting the hoses were connected, valve was reset, lid was sealed, water test was done but that did not resolve the issue. Per sample evaluation, it was found that the reported suction issue was caused by the canister. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The reported event was confirmed by CAPA association. A bd purewick urine collection system, pump tubing, collector tubing with elbow connector, collection canister with lid, and external power cord were returned. There was a crack in the rim of the canister, as well as in the body. There was no residue within the canister or tubing. The stop valve moved per specifications. When plugged in, there was light and sound indicative of the pump functioning correctly. According to, the root cause of drydoc 2.0 canister breaks are: "returned complaint sample evaluations were reviewed to understand broken canister failure modes in the field as there were no related incoming nonconformance. Returned samples evaluation confirmed canister breakage occurs shortly after use and exhibits the cracked rim failure mode (approx. 86%). Cracked canister body was confirmed to be the out of box failure mode during sample evaluation (approx. 5%). Subsequently, the investigation team used a fishbone tool to identify possible causes and unlikely possible causes were eliminated. Possible causes identified in the fishbone analysis were canister rim breaks during placement or removal of the lid, dropped during shipping (eliminated as a cause for rim breakage, only a cause for out of box canister body breaks based on sample evaluation and packaging engineering evaluation), canister strength may be compromised by incorrect cleaning and/or drying and material is inadequate for multiples uses connections (depending on placement and removal technique, failure can occur). Finally, the 5 why tool was used on likely possible causes to help determine the following technical root cause for broken canister rim: lid and canister are not designed for regular removal (e.g., features for removal are not intuitive or optimally designed) and lid can catch on canister rim during removal or placement. In addition, it is possible canister strength may be compromised by incorrect cleaning (i.e., chemicals) and/or with high temperature drying (e.g., dishwasher)." The device history record review and labeling review was not performed as the event was confirmed by CAPA association. Corrections: d, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the purewick urine collection system machine was not suctioning enough, the patient was waking up wet every single night and had to go to the hospital for a urinary tract infection(uti) because of the leaking.

Event description:
It was reported that the purewick urine collection system machine was not suctioning enough, the patient was waking up wet every single night and had to go to the hospital for a urinary tract infection(uti) because of the leaking. As per follow up on 26dec2020, customer reported that the purewick urine collection system still have some leaking but believes it was due to the patient moving. As per follow up on 04jan2021, customer provided serial number information ((B)(6)) and reported that the purewick urine collection system was still having some issues with the suction. Per troubleshooting the hoses was connected, valve was reset, lid was sealed, water test was done but that did not resolve the issue. Per sample evaluation, it was found that the reported suction issue was caused by the canister.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the purewick urine collection system machine was not suctioning enough, the patient was waking up wet every single night and had to go to the hospital for a urinary tract infection(uti) because of the leaking. As per follow up on (B)(6)2020, customer reported that the purewick urine collection system still have some leaking but believes it was due to the patient moving. As per follow up on (B)(6)2021, customer provided serial number information (B)(6) and reported that the purewick urine collection system was still having some issues with the suction. Per troubleshooting the hoses was connected, valve was reset, lid was sealed, water test was done but that did not resolve the issue.

Manufacturer narrative:
The reported event was confirmed by CAPA association. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A DHR review was not performed as the complaint is addressed by the existing CAPA. The instructions for use were found adequate and state the following: ¿place the collection canister (c) in the purewick¿ urine collection system base and press down firmly on the lid making sure the lid is sealed. Attach the pump tubing (d) to the purewick¿ urine collection system connector port (f) and the connector port (e) on the collection canister lid. Attach the collector tubing (g) to the connector port (h) on the collection canister lid. Connect the other end of the collector tubing securely to a purewick¿ external catheter (I). [Note the letters correlate to a diagram within the IFU]." The IFU also states ¿caution: it is important that the port connections be connected correctly and securely for proper operation of the purewick¿ urine collection system." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.